Manufacturer narrative:
Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available, is combination product?, device available for eval?, returned to manufacturer on. Additional information: imdrf annex b, c, d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of the device presenting a software fault error code 255-202-2 was confirmed during testing and a review of the device logs. Initial battery conditioning testing of the suspect pcu successfully replicated the system error. After replacing the suspect pcu power supply board for a known good part, the system error no longer persisted, and a fast battery conditioning testing was completed with no issues observed. This indicates that the received suspect pcu logic board is faulty. Pcu battery results from a fast battery and manual conditioning showed the battery capacity range was 3990 milliamp-hour, this suggests the battery is reaching its end of life (incidental finding). A review of the pcu error log showed that the device presented 22 incidents of error code 800.8000.0 (pcu general os failure, fatal severity. See image 2) and 2 incidents of software fault 255-202-2 on 28may2025 at 3:10 pm. No faults were observed for the reported date. A review of the pcu battery log showed that the device presented the faults during a battery conditioning test on 28may2025 at 3:10 pm. A review of the device event log showed that the device was not in use during the reported date. Review of the event logs on 28may2025, found that there we no programmed infusions observed, only configuration changes and a battery conditioning test. Per the bd alaris system error tipsheet, the bd alaris¿ pc unit (pcu) software runs self-checking programs prior to and during operation. A system error message means that the bd alaris¿ system has identified an error in either the hardware or the software of the pcu. Operation will continue all channels; current infusions are not affected but the module cannot accept any new changes to the rate, dose or volume to be infused (vtbi). Obtain a new pcu. Do not power down until a new pcu is available. Operation will continue all channels during this time. Programmed settings on the module are not restorable, any current rate, dose and vtbi settings should be noted and recorded prior to powering down the pcu. Tag the affected pcu, describe the error and return it to your facility¿s clinical engineering or biomed department. Internal and external inspection of the pcu module found no irregularities. The device had no patient involvement. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Notes to repair center: suspect pcu module s/n:16477617 (w/o: 01987742) please replace power supply board. Device opened for investigation. Please re-torque all screws. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: the root cause of the report of the device presenting a software fault error code 255-202-2 is being attributed to a faulty power supply board. Battery conditioning testing found that after replacement of the received suspect pcu power supply board the device would no longer present the software fault. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device had error 255-202-2. There was no patient involvement.

Event description:
It was reported that the device had error 255-202-2. There was no patient involvement.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.